Event description:
The lay user/pt contacted lifescan alleging the meter did not populate the ez carb feature with the blood glucose value. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do pass inspection in a supplemental report.